Event description:
It was reported that during generator change procedure, the new pulse generator was connected to the leads. Upon running tests, an error message was displayed. The device was not used, and another was implanted. The new device was able to run all tests. The patient was stable.

Manufacturer narrative:
The reported event of an unexpected error message was not confirmed. Analysis was normal. No anomalies were found.